Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent decompression procedure for the treatment of lumbar spinal canal stenosis (lscs), in (B)(6) 2015. Post-op, on an unknown date, recurrence of stenosis was observed, due to which patient had to undergo revision surgery, where oblique lumbar interbody fusion (olif) procedure was performed at l2/3 level. During this revision surgery, while inserting the cage at l2/3, a screw hole of a cage stripped and cage breakage occurred. The edge of a cage was broken during additional insertion. Reportedly, fragments of the broken implant were removed. No health damage in the patient was reported.

Manufacturer narrative:
Product analysis :visual and optical examination of the returned portion of the implant identified rays emanating from the fracture origin, consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.